Event description:
Customer reported difficulty pressing the pump's quick bolus/wake button, as it required multiple attempts to activate the pump screen. There was no adverse impact to the customer's blood glucose level. Technical support instructed the customer to press the button with the tip of their finger while supporting the pump's bottom, which successfully activated the display. The customer also removed the pump from its case, further following instructions which led to the button functioning as intended.